Manufacturer narrative:
(B)(6) 2013 - end user reported he went to the hospital and was given an antibiotic, tetanus shot. X-rays taken and his leg was wrapped in fresh gauze. He was subsequently discharged. Other remarks: aso reviewed the following records for testing and performed on material used for this type of product: cytoxicity study using the iso agarose overlay method - (B)(4). All testing was acceptable.

Event description:
On (B)(6) 2013 end user reported that the bandages left a square around his wound, like a burn through his skin and claims his leg is infected, inflamed and itches.